Event description:
It was reported that during a lap lobectomy, the device was locked out at the 1st firing on the lung parenchyma. The cartridge was green. The device was released with the manual override lever because the doctor forgot the knife reverse switch. Another device was used to complete the case. There were no adverse consequences to the patient. When the device was received, the sales rep found that the sled of the cartridge was moved forward a little.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Pawl, sled movement. The analysis found that one pce60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g cartridge reload was received partially fired 1/16 and not loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload however the knife only advanced a few millimeters and stopped. The device was disassembled and the pawl was noted to be damaged and out of position making the device non functional. No further functional testing could be performed due to the condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.